Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of t-waves involving this patient's electrode. The physician believed the electrode may have moved from its original implant position. The system was reprogrammed and no intervention was performed as the patient will continue to be monitored. The electrode remains implanted and in service. No adverse patient effects were reported.